Event description:
Drain placed in neck during anterior cervical discectomy and fusion 8/24/94. 8/25/94 - drain removed and tip broke off and remained in neck. Returned to surgery 8/25 for removal of 1 3/4" drain.